Event description:
During a remote follow-up, undersensing episodes were observed on the device. Technical services was contacted and confirmed the undersensing episodes. No intervention has been completed. The patient is stable and will continue to be monitored.